Manufacturer narrative:
H3: product analysis: evaluation could not be able to perform due to the distal bearing is detached. It was also noted that the laser markings are illegible, the gap between the color ring and the lock twist is out of specs, the tube is not able to extend due to the rotating dial being stuck, and the tip of the tube is worn. This regulatory report is being submitted due to retrospective review through CAPA 672570. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that attachment was overheating. It was reported that there was no patient involvement.